Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, which may have been pressing against the customer's pants without her knowledge. Her blood glucose level was 150 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent esc button response due to corroded keypad trace. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and cracked reservoir tube.